Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient felt her ins was not working since (B)(6) 2018 (a week prior). The patient stated she felt like a mess and her symptoms were sudden. The patient stated she did not feel like she was getting therapy. The patient connected with her patient programmer and the ins stated it was on/okay and the ins battery was at 100%. The patient connected with her recharger and it was showing 3/4 charged ins battery with full coupling. The patient stated the recharger would not go to 100% since (B)(6) 2018. The patient stated she took a hard fall a week ago after she tripped over a box. The patient noticed the change in therapy after the fall. The patient stated she had been trying to contact her health care professional (hcp) for the past week but the hcp's office was not calling her back. It was noted the patient had the ability to change amplitude groups. Additional information was received stating the patient had an appointment on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating she met with the patient the day prior. The caller reiterated the patient fell and was alleging the dbs was not working. The caller stated she ran impedances the day prior and everything was fine. The caller stated the patient was having emotional/mental issues. The caller stated, as initially noted, there was an issue with getting to 100%. The caller stated the patient's implantable neurostimulator recharger (insr) and patient programmer (pp) did not show the same percentage. The caller stated the patient was concerned because her pp showed fully charged but that was apparently not reflected on the insr. As noted, the patient stated she was having trouble getting therapy since the fall but the rep stated she made adjustments in the office the day prior for the patient and the rep stated that seemed to have resolved some symptoms issues.